Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that 2 patients were shown as pre-admitted instead of admitted in the server and were not crossing over to the pyxis station. The technical support specialist (tss) identified that two patients were shown as pre-admitted instead of admitted. The customer was advised to have admission discharge transfer (adt) send an a01 or a04 message to the server. The issue appeared to be a one-time situation, and approval was given to close the ticket. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server two patients were not showing as pre admitted instead of admitted the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.